Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee sewing the needle broke in the center the device. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. The surgery technique was adjusted to be able to finish the procedure with the device from another manufacturer. 24-nov-2021 update: further information were provided that the broken parts were not loose inside the patient.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that both scorpion needles tips had broken off . The thickness of the remaining portion of the distal end was assessed and found to meet design specifications. Device functioning could not be performed due to the as received damaged condition. The cause of the event remains undetermined, although the observed condition is most likely the result of user applied mechanical forces during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee sewing the needle broke in the center the device. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. The surgery technique was adjusted to be able to finish the procedure with the device from another manufacturer. 24-nov-2021 update: further information were provided that the broken parts were not loose inside the patient.